Event description:
Couldn't stand on it [mobility decreased]. Couldn't straighten out or bend [joint range of motion decreased]. Pain [pain in extremity]. Pseudo bacterial necrotic infection [skin bacterial infection]. Body's reaction [nonspecific reaction]. Stress [stress]. Pseudo bacterial infection skin [skin necrosis]. Atrial fibrillation [atrial fibrillation]. Heart rate went up to 130 [heart rate increased]. Leg swelled [oedema peripheral]. Case description: a spontaneous report (forwarded by the FDA) was received on (B)(6) 2010 regarding a pt who is also a health care professional, initials (B)(6), who experienced atrial fibrillation, pseudo bacterial necrotic infection, swollen leg, pain in leg, decreased range of motion, decreased mobility, and stress after starting synvisc. The pt received three injections of synvisc in each knee. On (B)(6) 2010, the pt reported that after receiving the third set of injections, the pt experienced swelling of the left leg, and was unable to stand, bend or straighten the leg. The pt received synvisc in both the knees but experienced the adverse reactions only in the left knee. The pt tried to get an appointment with the hcp but was refused one. The pt was seen by a different physician and was given a cortisone injection. The pt states that the second physician stated that this was a rare reaction called pseudo bacterial necrotic infection. According to the pt, when she called the hcp's (one who gave synvisc) office and relayed this info, the hcp's office stated that they had never heard of such a reaction. The pt stated that she was never warned of the possibility of such a reaction occurring. According to the pt, shortly afterward, she went into atrial fibrillation and experienced an increase in heart rate to 130. The pt is currently on heart rate control medications (not otherwise specified). The pt believes that the synvisc caused atrial fibrillation due to the body's reaction and stress after receiving synvisc. On (B)(4) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirements to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.